Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two trocar valves were "loosing liquid" during a surgery. To resolve the issue the reporter used other trocar valves. There was no patient harm. A product sample has been requested for evaluation.

Manufacturer narrative:
Two opened trocar assemblies were received in a tray for evaluation. The returned samples were visually inspected and were found non-conforming. One sample had a cut in the septum and one sample had an open valve. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the products acceptance criteria. The returned samples included a non-conforming (open) and a damaged valve. This product evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the nonconforming conditions include valve manufacturing controls, valve handling during assembly and handling in use. An internal investigation has been opened to address reports of a similar nature. (B)(4).